Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous mid left anterior descending (lad) artery. A 24 x 4.00 promus premier¿ drug-eluting stent was selected for use and advanced to treat the target lesion. However, resistance was encountered while advancing the device inside the guide catheter. The promus premier¿ stent was then removed and the physician noted that the distal tip of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage identified the four most distal stent rows damaged and stretched beyond the distal marker band. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination identified a hypotube kink 162mm from the hub. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous mid left anterior descending (lad) artery. A 24 x 4.00 promus premier¿ drug-eluting stent was selected for use and advanced to treat the target lesion. However, resistance was encountered while advancing the device inside the guide catheter. The promus premier¿ stent was then removed and the physician noted that the distal tip of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.